Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 11 months post implant of this aortic bioprosthetic valve implanted in the pulmonary position, it was explanted and replaced with a different manufacturers product. The reason for replacement was reported as moderate pulmonary valve stenosis, mild to moderate pulmonary valve regurgitation, reduced right ventricular systolic function and expansion, and elevated right ventricular systolic pressure of 71mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the right cusp was partially closed while the left and non-coronary cusps were in an open position. All leaflets were flexible except where calcification was present. Calcification nodules were found on the non-coronary, left and right cusps. Tissue deterioration observed on all leaflets, possibly associated with visible calcification. Extrinsic and intrinsic calcification was noted on the left right (lrc), right non-coronary (rnc) and left non-coronary (lnc) commissures. Thick remnants of glistening off-white pannus adhered to the right and left outflow rails extending into the outflow margin of attachments of all leaflets. A fragment of pannus extended from the non-coronary outflow rail. Glistening off-white pannus adhered to inflow margin of attachment of the right and left cusps. Tan to dark brown calcification was found along inflow margin of attachment adjacent to the right cusp. An unknown amount of pannus may have been removed during explant. Radiography showed evidence of calcification on all leaflets and commissural areas of the valve. D4: updated d9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.